Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The pump was received with cracked case at display window corners, reservoir tube lip, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.